Event description:
I had depuy pinnacle hips implanted in both of my hips in 2006 and 2007. I have had terrific pain, poor gait, 4 dislocations, loosening of both, pseudotumor in left leg, and 7 surgeries since 2006. My muscles and tendons will not stay attached to the bone due to permanent damage to tissue and bone. I am a teacher but have had to leave my job and apply for permanent disability due to pain and inability to walk. I am now in a wheelchair. My 7th surgery will be (B)(6) to correct problems from failed hip that dislocated for the fourth time on (B)(6). Most of the metal has been removed from my hips but the damage is beyond what one can imagine. I will never walk right again. The best I can hope for is to use double canes.